Manufacturer narrative:
Continuation of d10: dtpb2d4 crt-d implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing spasms and pain in their left shoulder and left back, was feeling electricity running in their hand and arm, and had experienced an electric shock sensation around the cardiac resynchronization therapy defibrillator (crt-d) for months. The patient reportedly kept being shocked when using the microwave or telephone. Follow-up with the patient's clinic indicated the symptoms were unrelated to the crt-d and that the patient had not received any defibrillation shocks. It was reported that the device was hot to the touch, the patient's skin was hot and they couldn't wear clothes, and it was burning the patient. The patient reported being advised they would need an immediate procedure. The patient reported being told on more than one occasion that their "voltage" was too high. An interrogation of the device indicated variable pacing thresholds on the left ventricular (lv) lead. Follow-up with the patient's clinic indicated that the programmed amplitude and pulse width were high and were subsequently reduced via reprogramming. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was known high threshold on the lv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.